Manufacturer narrative:
Initial and final MDR 1889148 - MDR 3003442380-2024-08356 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Between 26-mar-2024 and 09-apr-2024,it was reported that patient faced two infusion set tubing leaking at site event. The infusion set had been used between 1- 2 days. The blood glucose level was 150 - 160 mg/dl at the time of event. The patient replaced the infusion sets and resumed the insulin deliveries successfully. No further information was available.